Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the full-height drawer was stuck. A field service engineer (fse) arrived and found no issues. When testing the drawer, it opened on its own and clicked three times and failed. The fse opened the back panel and found there was no divider between drawer six and the matrix store, and something was sticking up from the matrix drawer, slowing down drawer six. The fse adjusted the rails and adjusted the spring tension on the hard stop, but the rails were intact. No damage was found, and no bearings were missing. The fse removed the auxiliary cabinet of the tower to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary full height drawer was sticking. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.